Event description:
Livanova deutschland received a report that the centrifugal pump stopped during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the scpc. The incident occurred in france. Livanova field service engineer was dispatched on site and did not reproduce the reported condition. No deviation was detected during inspection, the device worked as expected and was released back to its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.